Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose exceeding 400 mg/dl several hours after a meal announcement, which did not trend down until the user changed infusion supplies and administered 5 units of manual humalog, after which glucose returned to target. Symptoms included hyperglycemia without ketones. Outcomes included no hospitalization, no emergency treatment, and no reported injury. Investigation included troubleshooting and education on potential causes of elevated glucose and confirmation of no observable infusion set leakage, with replacement infusion sets provided and an alternative steel set offered for trial. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no confirmed device malfunction and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.